Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the battery was replaced and no longer working. It was noted the caller was transferred on (B)(6). The caller stated the patient noticed her stimulator was not working. The caller clarified the patient had a change in symptoms and could barely make it to the bathroom. The caller noted it began at the time the patient went into the hospital for carotid artery surgery, which was unrelated to the implant. The caller noted the hospital visit was from (B)(6). The caller mentioned the patient had not brought the patient programmer with her at the time of going to the hospital. The caller stated they replaced the patient programmer batteries, but now they couldn¿t get it to sync. The caller synced with the patient programmer and it showed that stimulation was on after the caller plugged in the antenna and placed against the ins. It was noted the patient was on program four at 1.0 v. The caller thought the patient was initially set to a higher setting. There were no further complications that have been reported as a result of this event.